Manufacturer narrative:
The suspect device will not be returning for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that a 60yo male presented with a fall from 2 meters. A pelvic CT study demonstrated a fracture with arterial injuries. Patient was admitted and sent for angiogram. An 18g access needle was advanced into right cfa followed by 5f 10cm introducer sheath. An 0.035" 150cm guidewire and a 5f catheter were used for left iia angiogram procedure. A pseudoaneurysm and av fistula from left superior gluteal artery was noted. Super-selective angiograms of various branches of left superior gluteal artery by using 2.0f microcatheter with 0.016" guidewire. The microcatheter 2.0f was exchanged to a 4f and 1.98f soft catheter due to inadequate coil support. A coil embolization was performed to control bleeding by using 19 coils via 1.98f via the 4f catheter. The catheter tip was advanced to proximal part of left superior gluteal artery. After completing the coil embolization procedure, the 4f catheter was pulled back, about 3 cm, dsa was performed. The 4f catheter tip detached within the patient. A vascular snare was used to attempt removal of the retained catheter, but it kept cutting the foreign body into small pieces. The residual portion of the catheter tip was pushed deeper into the left iia by using 4x40mm pta balloons where they remain. Arterial access route was closed by 6f closure device. Due to thrombocytopenia, [very low platelet blood count]. The patient was transferred to recovery ward. The patient improved and was referred to local hospital for a skeletal traction procedure at the left proximal tibia. A follow-up cta was ordered in 2 weeks. The patient has not yet been scheduled for additional interventions at this time.

Manufacturer narrative:
The suspect medical device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.